Event description:
New information received noted that the device was reprogrammed accordingly.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with what looked like intermittent or under- sensing on their implantable cardiac monitor. No intervention was reported. Patient had no consequences as a result of this event.